Event description:
It was reported to boston scientific corporation on september 19, 2013 that a leveen needle electrode was inspected during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when the user was checking the needle before use, it was noted that the tines were kinked. This device was not used and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Pt's age: it was reported the patient is over 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.